Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net and complained was experiencing shortness of breath. Review of the remote transmission revealed the ventricular lead exhibited loss of capture. The patient would be monitored. On (B)(6) 2016 the lead was capped and replaced. No additional information was reported.